Event description:
On (B)(6) 2012, a diabetic patient underwent surgery to repair a distal third femoral fracture. At a six month check-up the patient presented with pain. An x-ray revealed a nonunion and the head of a ti locking screw had snapped off. The screw most distal to the fracture was the screw that broke. All of the hardware was removed and the patient was revised to a retrograde femoral nail. This is 7 of 9 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.